Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the interventional case in 2009, involved an acute myocardial infarction (mi) pt with a totally occluded left anterior descending artery (lad) that was moderately calcified. The bmw guide wire was placed and predilatation was performed with a voyager otw 2.5 x 15 mm. The xience v 3.0 x 23 mm was deployed in the proximal lad and at that time an edge dissection was observed. The xience v 2.5 x 12mm would not cross in order to overlap and treat the dissection; however, a xience v 2.5 x 15mm did cross and it overlapped with the first stent and the dissection was treated. All looked good with the pt; however, approximately 17 hrs later, the pt returned to the cath lab due to angina and st elevations and acute thrombosis was found. Another company's guide wire was put down and a thrombectomy was performed as well as ballooning throughout the stented segment, distal to proximal, with a voyager otw 3.0 x 15 mm. The pt was sent back to the unit in stable condition and was discharged from the hospital two days later. No additional event or pt info is available.

Manufacturer narrative:
The pt effects of angina and thrombosis, as listed in the IFU, are known adverse events associated with stenting procedures. Although EKG/ECG changes is not specifically addressed in the IFU, it is listed in the risk assessment in addition to angina and thrombosis, as a potential post-procedure complication with stenting. These known pt effects are not necessarily an indication of a product quality deficiency. No malfunction was identified during the procedure that could have contributed to the reported pt effects. The angina and EKG/ECG changes were likely secondary effects of the dissection and/or thrombosis, which were successfully treated.